Event description:
Additional information received indicates the patient's ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg displayed the end of life message, and the patient lost therapy. It is unknown whether the battery depleted prematurely. As a result, surgery may occur to address the issue.